Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting lower. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the sample syringe, adjusted the sample pressure percentage and cleaned the tip of the reagent probe. Quality controls were run, resulting within range. The cause of the discordant, falsely elevated troponin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.